Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted. There were no device issues and not further patient complications.